Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Unknown implant date in (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown fns antirotation. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown fns antirotation. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent a hardware removal due to implant cut out. Initially, the patient had a femoral neck system (fns) implantation on an unknown date of (B)(6) 2019. As per surgeon, there was an adhesion between a plate and the unknown screw which occurred two (2) months after the surgery. Patient and procedure outcome were unknown. Concomitant device: screws (part unknown; lot unknown; quantity 1); femoral neck system (part 04.168.000s; lot unknown; quantity 1). This (B)(4) captures the post-operative event while linked (B)(4) the intra-operative event. This report is for one (1) unknown fns antirotation. This is report 1 of 2 for (B)(4).